Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia along with diabetic ketoacidosis with a blood glucose value of 1000 mg/dl at the time of the event with the symptoms of feeling sick/unwell, vomiting/ half awake/ blacked out and the customer was treated with emergency response and emergency medical service the customer was hospitalized due to diabetic ketoacidosis and the treated with IV insulin drip (intravenous insulin infusion). Troubleshooting was performed and it was unknown whether the insulin pump was utilized within 48 hours of the event ,it was unknown whether the automode feature was active or not. No further patient complications were reported. The customer will continue using the device and the device will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Corrections requested by medical safety to add dka 2364 harm code with t008, t009 treatment codes. Also added harm code 4411 fainting with t008 treatment code and adding hoispitalization treatment for vomiting which were not added in the initial report.